Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. (B)(6). The device manufacture date is unknown as the lot number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- bd was not able to duplicate or confirm the customer¿s indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined. See manufacturer narrative.

Event description:
It was reported that the nurse sustained a needle stick injury when the suspect device failed to retract correctly after use on a patient. The device was being used as a subcutaneous cannula. Blood was collected from the nurse and the patient for baseline testing for blood borne pathogens. The results for both have come back (B)(6) for (B)(6). The nurse was placed on a 12 week follow up plan that includes testing for blood borne pathogens.